Event description:
Complainant alleged that the emt's were responding to a call for a patient who was in full cardiac arrest. The emt's analyzed the patient's heart rhythm twice, with the device in semi-automatic mode, and both times the device issued a "no shock advised" prompt. The emt's analyzed the patient's heart rhythm one more time and the device gave a "shock advised" prompt and the patient was shocked. There was a paramedic on scene, and he recognized the heart rhythm as pulseless electrical activity. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as "the patient was doa on the emt's arrival on scene". The complainant was unable to provide zoll with a complete set or recorder strips or a data card from the event. Zoll has been unable to make a definitive analysis of the returned ECG strips, as the strips provided from the event were of insufficient length.